Event description:
Resident slid down to the foot end of the bed and tried to gety out of bed. Resident slid betwen the bed. Resident slid their arm through one of the rails and got into an awkwart position. Resident apparently tired to be free and probably got so worn out that resident became exhausted and could not longer hold their head up and finally their nose and mouth went into the pad covered rail and resident suffocated.